Manufacturer narrative:
Device history record summary: a DHR review for the reported glaucoma treatment system serial number (B)(4) confirmed that the unit was manufactured in lot number 2014-02-01. This unit passed all specifications and was an accepted unit with no non-conformance. The injector was traced to implant serial number (B)(4). The records show that the implant passed all specifications and was an accepted unit with no non-conformance for this unit or batch/lot.

Event description:
Healthcare professional reported the patient experienced implant migration. Also, a secondary surgical intervention, specifically, "due to implant migration, new stent is placed." Device was removed and replaced. This record is for the left side.

Manufacturer narrative:
Warnings: the following may occur in conjunction with the use of the xen gel implant: gel implant migration.

Event description:
Healthcare professional reported the patient experienced implant migration. Also, a secondary surgical intervention, specifically, "due to implant migration, new stent is placed." Device was removed and replaced. This record is for the left side.